Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture and diaphragmatic stimulation. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the df4 connector pin were found which was most likely caused by over rotation of the inner coil during the retraction of the fixation helix. The shock coil was found deformed which presumably occurred during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.